Event description:
Medtronic received information that damage (physical or cosmetic), exposed to moisture occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver (B)(4). The pump passed the self test and the displacement test. No moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. The pump was received with scratched case and pillowing keypad overlay. No crack on the pump case near the battery compartment noted during physical inspection.